Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Additional information received which indicated that the last checked the battery was at one year and during the recent checked, it was two years battery remaining. Data analysis showed which confirmed that this device was exhibiting prematurely. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Additional information received which indicated that the last checked the battery was at one year and during the recent checked, it was two years battery remaining. Data analysis showed which confirmed that this device was exhibiting prematurely. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Correction to field g2 report source and h9 correction or removal reporting number.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Additional information received which indicated that the last checked the battery was at one year and during the recent checked, it was two years battery remaining. Data analysis showed which confirmed that this device was exhibiting prematurely. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.